Manufacturer narrative:
Additional narrative: patient identifier is unknown. Onset of patient¿s postoperative symptoms is unknown. Device was not explanted. Reported ¿drop-hand.¿ the 510k: unknown as specific part and lot numbers were not provided for this complainant part. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used multilock system for surgical neck of the humerus fracture. He used a screw-in-screw and an ascending screw for proximal locking and inserted another two screws for distal locking. He then used end caps to finish the surgery. X-ray photo taken after the surgery showed no problem so he has no idea what went wrong. Later on, the patient shows symptoms of radial nerve palsy and she is suffering from drop hand. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unavailable. This report is for one unknown multilock system/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.